Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The following reported issue cannot be confirmed to be related to the cardiomems product as further information cannot be obtained from the patient care.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
After receiving the sensor on (B)(6) 2020, the patient returned to the hospital on two occasions with an arrhythmia. The patient was cardioverted and defibrillated. The patient was noted to have a left ventricular assist device and inactive implantable cardioverter-defibrillator. The cardiomems sensor or implant procedure could not be ruled out as a cause of the events. The patient was noted to be stable.